Manufacturer narrative:
The motor error alarmed during the basic occlusion test due to a faulty force sensor resistor. Analysis was unable to confirm the motor position encoder error alarm due to an erased history file caused by several "displayable history crc check failed on startup" alarms in the history file. The "displayable history crc check failed on startup" alarms were due to a corrupted history file. The unit was received with normal operating currents and no unexpected off or no power, weak battery, battery out limit, low battery, or failed battery test alarms. The motor was tested outside of the device and passed. The unit had a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.(B)(4)

Event description:
The customer's grandmother called in to report a motor error alarm. The customer changed the battery and then received a failed battery test alarm. It was reported that the customer's blood glucose level was high and treated with a manual injection. The customer was able to complete the rewind sequence. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.